Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The calibration, qc, and precision check were acceptable. The field service engineer found issues with the reagent probe vertical adjustment and the bead mixer vertical adjustment caused the event. The analyzer alarm trace contained "probe sucking" and "abnormal aspiration" alarms on the day of the event. This was an indication of poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. A general reagent problem was not present, because the qc prior to the event was within ranges. The investigation determined the issue was resolved after the service actions.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas 6000 e601 module. The initial result was 70.70 pg/ml with a data flag. The repeat result was 8.07 pg/ml and was believed to be correct.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.